Manufacturer narrative:
G4: 23oct2020. B4: 26oct2020. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customers's bio-med with assistance from a philips remote service engineer (rse). It was confirmed that the power switch overlay will need replacement. The customer's bio-med replaced the power switch overlay. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
It was reported to philips that the device had a power light emitting diode (led) failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.